Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: the pump's black box showed evidence of short battery life with voltage drops on (B)(6) 2016. The battery cap was able to tighten to the pump, however the slot on top of the battery cap was worn making it difficult to use. The battery compartment was found to be cracked. There was evidence of moisture contamination in the battery compartment and on the battery cap. The audio bolus button cover was torn but still responsive. The pump's current draws were within specifications.

Manufacturer narrative:
Follow-up #2: date of submission: 12/27/2016 ¿ correction to serial #.